Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
¿Date of event¿ is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced pain at ipg site. Infection at ipg site was suspected. As a result, surgical intervention occurred during which the ipg was explanted and replaced. The patient may have been prescribed antibiotics. During the same surgery, the leads were explanted and replaced as documented in related manufacturer reference numbers 3006705815-2020-02679 and 3006705815-2020-02680.